Manufacturer narrative:
This was initially reported on the summary report dated 10/31/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff experienced urinary retention, urgency, nocturia, fecal incontinence, dysuria, urinary tract infection, recurrent cystocele and malpositioned sling. The plaintiff underwent a revision surgery. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as acute hydrocephalus and subarachnoid hemorrhage. Related to manufacturer report #: 3011770902-2016-00286, 3011770902-2016-00288.